Event description:
Two patient samples that were run on the analyzer showed no test results for the samples. The analyzer showed a different name that what is listed on the barcode. When the customer selects demographics for the patients, the draw date and time are from 2008, and the results that show on the instrument are also from 2008. The order from the data innovations and the laboratory information system both had the correct name associated with the sample, it was not until the result came off the analyzer that the name changes to the incorrect name. No erroneous results were reported.

Manufacturer narrative:
The field service representative was unable to determine the cause. He checked instrument and software and ran diagnostic checks. If additional information is received, appropriate notification will be provided.